Manufacturer narrative:
(B)(4).

Event description:
It was reported the ez-io was being used on a code patient. During insertion, the driver power was lost. As a result, a peripheral line was inserted into the patient successfully. There was no delay in treatment and no patient death or complications reported.